Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It is unknown if an autopsy was performed. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Nothing was found in the event history log review that would cause or contribute to the reported problem. Review of the device and service history records revealed nothing related to the reported problem. A visual inspection was performed and found no issues. The device passed the power on self test. A one hour simulated therapy was performed on the device with no issues. During servicing, the device passed all check and calibration tests successfully. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Per the device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.